Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("abnormal menstrual bleeding/prolonged menses") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 9 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2013, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge") and tooth disorder ("dental problems"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy.) And surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, back pain, dysmenorrhoea, dyspareunia, alopecia, vaginal discharge and pelvic pain had resolved and the tooth disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2013, patient sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. Most recent follow-up information incorporated above includes: on 13-mar-2018: the pfs received:the event dental problems,pain,vaginal bleeding added.reporters,concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("abnormal menstrual bleeding/prolonged menses") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 3 (((B)(6) 2007, (B)(6) 2011, (B)(6) 2013)) and premature delivery. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage ("abnormal vaginal bleeding"), 1 month 9 days after insertion of essure. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, back pain, dysmenorrhoea, dyspareunia, alopecia, vaginal discharge and pelvic pain had resolved and the tooth disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2013, patient sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. I discontinued as a result of injuries and complications I was experiencing. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received: event "essure confirmation test not done " added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(4) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding/prolonged menses"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(4) 2017. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(4) 2013, patient sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.